Event description:
It was reported from saudi arabia that the patient developed a thrombus formation, which was "whitish" in color, found in the left main, left anterior descending and circumflex arteries. The thrombus formation was successfully "sucked out" in the heart catheterization lab. Post implant surgery the patient was anticoagulated with warfarin and aspirin. The patient was reported to have developed runs of ventricular tachycardia which required "over fifty (50) shocks from the defibrillator". It was necessary to sedate and intubate the patient in order to deliver the shocks. The arrhythmias did not respond to treatment with medication and a pacemaker and also had a "negative impact on the device flow". A "cardiology consult revealed st-elevation" in the heart waveform and the patient was brought to the cardiac catheterization lab to find the "root cause of the st-elevation". The "whitish" clot was removed by suction in the catheterization lab and the patient was administered heparin and reopro. The cardiac rhythm was stable after the intervention in the catheterization lab. The patient was taken back to the operating room the following day where 2.8 liters of a pleural effusion was drained and a "temporary" right ventricular assist device was implanted. Per the site "there was no malfunction of the device. If there is a relationship of the event to the device is unknown". Currently the device remains implanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient developed a thrombus formation which was then successfully removed in the heart catheterization lab. Post implant surgery the patient was anticoagulated with warfarin and aspirin but then was reported to have developed runs of ventricular tachycardia which required multiple shocks from the defibrillator. The arrhythmias did not respond to treatment with medication and a pacemaker was reported to have had a negative impact on the device flow. The device was not returned to the manufacturer for evaluation as it remains implanted. Log file analysis revealed multiple 'low flow' alarms. Logs indicated erratic waveform behavior with vad parameters fluctuating between normal and abnormal operation over the first 15 days post implant. The most likely root cause of the reported event cannot be conclusively determined; a possible root cause may be attributed to the patient's multiple cardiomyopathies and subsequent treatment. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.